Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent adjust belt or check belt and check therapy pad messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to appropriately communicate with an electrode belt, which cause the reported alarms. The cause for the electrode belt communication failure was isolated to a defective transistor q701 on the monitor c/a board. The root cause for the defective q701 transistor could not be positively identified. No adverse event resulted from the defective q701 component. The patient received a replacement monitor.